Event description:
Additional information was received that another alert was issued for high out of range shock impedance measurements. No adverse patient effects were reported.

Event description:
Boston scientific received information that an alert was issued by the remote home monitoring system for a high out of range right ventricular (rv) lead shock impedance measurement. Additional information was received from the field representative that the physician has currently opted to monitor the shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.